Event description:
It was reported that bd nexiva leaked it was reported that clinician and/or any patients have encountered difficulty threading, issue with blood return, blowing veins, difficulty drawing blood on initial IV start, catheter kinks and bends, resistance flushing on initial placement, leakage, painful insertion and overall, highly dissatisfied with new ivs. Verbatim: clinician experienced: difficulty threading issue with blood return - poor blood return blowing veins difficulty drawing blood on initial IV start catheter kinks and bends resistance flushing on initial placement leakage painful insertion dissatisfied with new ivs please see attached excel sheet for additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.